Event description:
Stryker osteosynthesis (B)(4) received a letter from a surgeon with the broken nail attached and the statement that more info can be requested.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.